Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va1pumk, implanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient reported that their tremor had returned. They were reprogrammed but with no benefit to tremor. They could not go above 2 volts without side effects. A lead revision was done. Lead repositioning and testing was done in the operating room (or), and tremor benefit was seen. The issue was resolved at the time of the report. No further complications were reported or anticipated with this event.